Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-06056. It was reported the patient was implanted with an scs system to treat migraines (off label use). The patient's lead incision sites remained opened and continued to drain after the ipg site was completely healed. The patient's entire scs system was explanted, all incision sites were cleaned with antibiotics. The patient was given a pic line for in-home IV antibiotic therapy for 16 days after the explant. Follow up information identified the patient continues to have symptoms of malaise, body aches, and headache. The patient was diagnosed with an immunoglobulin deficiency prior to the scs implant. The physician indicated she may have had an allergic response from the scs system causing the infection. Additional allergy testing may be performed.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.